Event description:
It was reported via repair work order that the bed was not working due to the footboard lockout being turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.